Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device experienced a technical failure 401 alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
A zoll field service engineer (fse) visited the site to evaluate the device. During testing, the fse was unable to reproduce the reported issue. The o2 gas path and calibration were performed, followed by an extended systems test (est) and performance check; all tests passed successfully. There was no fault found with the device. Determined the device is operating as intended.